Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high capture threshold issues, as the patient's native qrs waves was narrower than the paced qrs waves. The patient underwent a surgical intervention to abandon the lead. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Correction to h6: added device code "1581: failed to read input signal".

Event description:
It was reported that this left ventricular (lv) lead exhibited high capture threshold issues, as the patient's native qrs waves was narrower than the paced qrs waves. The patient underwent a surgical intervention to abandon the lead. No new lead was implanted. No additional adverse patient effects were reported.